Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the previous service, dated october 2023, replaced the dso seal, which is related to the current complaint. Functional testing confirmed the customer's reported issue. The dso seal was replaced.

Event description:
It was reported that there was downstream occlusion seal degradation. There was no patient involvement.